Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data- d4 lot h3, h4, h6- the 5.5 exp verse di set scr (p/n: (B)(4) lot #: 153366) was returned and received at us cq. Upon visual inspection, it was observed that the external threads of the poly lock key were deformed and stripped. No other issues were identified with the returned device. The complaint condition was confirmed for the 5.5 exp verse di set scr (p/n: 199721000s, lot #: 153366) as the threads were stripped which could have caused the complaint condition. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the DHR of product code: 199721000 lot : avgbkz was electronically reviewed and no non-conformances were observed during the manufacturing process. The product was released on: (B)(6)2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter telephone number: (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported during a procedure on (B)(6) 2020, the exp verse inni could not be placed into the screw head and could not be turned in. Due to difficulties, the surgeon wore out multiple exp verse innies. The surgeon was finally able to implant the devices required. A surgical delay of 30 minutes noted. The procedure was completed successfully with the patient outcome listed as good. Concomitant device reported: unknown tightener (part# unknown, lot# unknown, quantity unknown); unknown rods (part# unknown, lot# unknown, quantity unknown); unknown screws (part# unknown, lot# unknown, quantity unknown). This is report 4 of 10 for (B)(4). This complaint is linked to (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: updated data: d4, d10, h3, h6. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.